Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this caller was inquiring about the subcutaneous implantable cardioverter defibrillator (s-ICD) electrograms. Technical services (ts) explained the data to the caller and suggested further evaluation. Ts walked the clinician through how to perform isometrics testing. Noise was observed with the patient pressing his hands together. No adverse patient effects were reported. Additional information was received that additional noise was observed and an inappropriate shock was delivered to this patient noting, a previous inappropriate shock was also observed. Isometrics and pocket manipulation was performed which showed noise in all vectors. The field representative thinks an x ray was performed but was not certain. This s-ICD and electrode remain in service. No adverse patient effects were reported.